Event description:
It was reported that the lead exhibited high impedance and no capture threshold. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Manufacturer narrative:
Final analysis found that the lead inner coil was fractured at 19 cm from the connector pin. This would cause the high lead impedance.